Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator reports that during a routine hemodialysis treatment, venous pressure increasing cautions occurred, but were not responded to because the cycler audible signal was not working. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. Evaluation of the returned cycler confirmed the report of alarms not audible. The main circuit board has been replaced. The cycler includes a visual indication of alarms and cautions in addition to the audible signal. The blood pump remains running during caution conditions. The user's guide states the risk of clotting increases during long treatments, when blood flow stops and when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.